Event description:
Procedure: unk. The locking collar pin fell out of the device. It is not known if the pin fell into the surgical area, however, the pin was recovered. There was no injury to the patient reported.